Manufacturer narrative:
Plant investigation: a sample was returned from the reported lot number for evaluation. During gross visual examination, the sample was found to have excess polyurethane (pu) on the non-cavity ID end and the fibers were found to be plugged. No other damage or irregularities were noted on the returned sample. The reported issue is confirmed. The probable causes for this failure to occur include the injection of too much pre-potting pu, too little pre-potting pu, uneven distribution of pu, and a decreased gel time of the pu.a production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported to fresenius that upon the start of hemodialysis (hd) treatment it was noted that only two small dialyzer fiber strips were filling were blood as well as air bubbles observed during priming. Additional information was obtained during follow-up with a second user facility registered nurse (rn). The reported issue occurred during treatment initiation. Air bubbles were visually observed within the dialyzer and lines. No defect or damage was noted to the dialyzer. No loose connections or gaps were identified. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that upon the start of hemodialysis (hd) treatment it was noted that only two small dialyzer fiber strips were filling were blood as well as air bubbles observed during priming. Additional information was obtained during follow-up with a second user facility registered nurse (rn). The reported issue occurred during treatment initiation. Air bubbles were visually observed within the dialyzer and lines. No defect or damage was noted to the dialyzer. No loose connections or gaps were identified. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: a3 (patient gender).

Event description:
A user facility registered nurse (rn) reported to fresenius that upon the start of hemodialysis (hd) treatment it was noted that only two small dialyzer fiber strips were filling were blood as well as air bubbles observed during priming. Additional information was obtained during follow-up with a second user facility registered nurse (rn). The reported issue occurred during treatment initiation. Air bubbles were visually observed within the dialyzer and lines. No defect or damage was noted to the dialyzer. No loose connections or gaps were identified. The patient¿s estimated blood loss (ebl) was approximately 25 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.